Event description:
It was reported that during the implant attempt, it was noted that the proximal portion of the lead was moving back and forward against the insulated part. The lead exhibited an increase in thresholds and decrease in sensing, even after multiple attempts. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
(B)(4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism. The inner tubing was kinked/buckled, and the lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.